Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 141 mg/dl. The customer states that there is a piece missing on the reservoir compartment. Troubleshooting was performed for damage and noticed piece missing on the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. No missing piece found at reservoir tube lip.